Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used poligrip as a denture adhesive. The pt's past medical history included anemia. Concurrent medical conditions included rheumatoid arthritis. Co-suspect medication included fixodent. In 1989, the pt used poligrip twice per day. In 2004, the pt experienced neuropathy, copper high, and mouth sores. This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued. At the time of reporting, the outcome of the events was unk. Info was received on (B)(6) 2011 via fact sheets completed by the pt and/or the pt's attorney. Beginning in 2004, the pt experienced a neuropathy, a twitch in her face, tingling in her hands, and a lot of mouth sores. Poligrip was used from 1989 until 1990, twice a day for a week, one 2.4 ounce tube a week. Fixodent (including all formulations) was used from 1990 until the time of this report, twice a day, one 2.4 ounce tube a week. On (B)(6) 2010, the pt's zinc level was normal and copper level was elevated at 158 mcg/dl (normal 70 to 155).

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).